Event description:
It was reported that during a knee arthroscopy and meniscal root repair, as surgeon was impacting the footprint, side wings started breaking up. The bone quality was normal, not too hard. The procedure was completed with a s+n back up device. The back up was used in the same bone hole and all the pieces were removed from the patient with gillies forceps and suction. There was a non-significant delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Per case details, the broken pieces were retrieved from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was not confirmed. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. B5.

Event description:
It was reported that during a knee arthroscopy and meniscal root repair, as surgeon was impacting the footprint, the side wings started breaking up. The bone quality was normal, not too hard. The procedure was completed with a s+n back up device in the same bone hole. All the broken pieces were removed from the patient with gillies forceps and suction. There was a non-significant surgical delay. No further complications were reported.